Event description:
Healthcare professional reported that during removal of a 6495 temporary pacing wire, the pt experienced cardiac tamponade. The pt recovered. The md indicated that there was not a problem with the function of the wire and there was not product returned.